Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer service (cts) provided instructions for a complete pump reset and assisted the caller through the process. After the reset, the error did not reappear. Cts advised the caller to wait 20 minutes before starting a sensor session, which the caller understood and acknowledged.